Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that pump time was incorrect. During troubleshooting with tandem technical support, time was corrected and insulin delivery was successfully resumed. Customer¿s blood glucose level was 447 mg/dl.